Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing burning in the skin when charging the implantable pulse generator (ipg) and was causing pain. The patient underwent an ipg explant procedure, was doing well postoperatively and the explanted device disposed by the facility.